Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the width plates, width plate screws, and screwdriver were worn and replaced which resolved the reported issue. Device has not been returned for regular pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that one of the dermatome screws that holds the width plate has come slightly undone while the dermatome in use. Staff said screws have been in properly. The surgeon felt that the dermatome has taken a graft thicker one side than the other. States the screw on one side of the plate came slightly undone from vibration of dermatome and that the plate was therefore not flush with the dermatome, hence the skin thicker on one side. The event occurred during surgery. There was no harm or delay and the surgical technique was utilized. There was no additional skin graft needed. Investigation found that the width plate was worn. There was no adverse event reported as a result of this malfunction.